Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the pullwire broke about 4 cm below the actual basket. A small piece of the device was left inside the patient and was successfully retrieved from the patient's body. The procedure was completed with another zero tip nitinol retrieval basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.